Manufacturer narrative:
MDR 9618003-2019-05840/initial 8 of 11. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the mass was thinner and dissolved in a few days. Her usual wear time was seven days, but she got less than 4 days with the reported product. She also stated that the wafer slid down her skin. Due to the thin mass dissolving, sharp plastic edge was present, which cut into her skin. This resulted in a bleeding sore just above her pubic bone that was constantly oozing and not healing. She applied a band-aid to the area or some desitin. Reportedly, she washed skin with unknown soap and water.